Manufacturer narrative:
During inspection and testing of the returned device, the foreign material found in the auxiliary water channel was not able to be identified, and it could not be removed. Further evaluation of the device found a liquid leak due to a perforation in the forceps channel. The suction function was out of specification due to damage of the suction channel tube. The light guide lens was broken, and the light guide bundle was not in good condition. The up/down knob was not fixed well due to deformation of the forceps elevator lever. A crease was observed at the charge coupled device (ccd) lens, and the screen was partly dark due to a scratch on the ccd lens. The angulation in the up direction was out of specification due to wear of the angle wire. The adhesive was broken in the bending section, and the distal end was worn. There was no water flow due to the blockage of the auxiliary water channel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leak from the suction channel of the subject device. The issue was found while preparing the device for use, prior to an unspecified procedure. The intended procedure was completed with a similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material coming out from the tip due to damage of the auxiliary water channel (j-tube). This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material which was found in the auxiliary water channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the following factors may have caused or contributed to the issue: a) pre-cleaning was not performed immediately after the procedure. This may have made removal of the foreign material from the auxiliary water channel difficult. B) the auxiliary water channel was insufficiently reprocessed. C) non-sterile water was used. D) the device was used while the auxiliary water tube or auxiliary water inlet cap was not attached to auxiliary water inlet. As a result, the foreign material may have flown back into auxiliary water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur and equipment damage or patient injury may result. Operation manual: 4.2 insertion: air/water feeding and suction: auxiliary water feeding: when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.